Event description:
On (B) (6) 2010, the lay user/patient's spouse contacted lifescan (lfs) alleging that the patient's onetouch ultramini meter was reading inaccurately high compared to his feelings and/or normal results. The medical surveillance specialist (mss) spoke with the patient and reporter on (B) (6) 2010 and obtained the following information: the patient reported that on the evening of (B) (6) 2010 (before supper) he obtained an alleged high blood glucose reading (result not recalled) with the subject meter. The patient claimed that he manages his diabetes with long and rapid acting insulin (based on a sliding scale). In response to the alleged inaccurate result, the patient stated he took an increased dose of insulin (nph-r and nph-n). Approximately 1 hour after administering the increased dose of insulin, the patient claimed he passed out. The patient stated that he did not develop any symptoms prior to passing out. The patient's wife stated that she immediately administered a glucagon injection. After administering the glucagon injection, the reporter claimed she tested the patient with the subject meter and obtained an approximate result of "65 mg/dl." At the time of the test, the patient's wife reported that he was also tested with another meter (nurse's meter) and obtained a reading significantly lower than "65 mg/dl" (result not recalled). The patient's wife stated that the patient was given an additional glucagon injection by the nurse and when he "came around" was further treated with food and drink. At the time of troubleshooting, the customer care advocate noted that the reporter did not have control solution to test the subject meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly was treated for severe hypoglycemia by a non-hcp and hcp after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.